Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed for the device. The assignable cause was undetermined. The device was not returned for evaluation. The current labeling for was found to be sufficient. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal unknown therapy. On an unreported date in 2011, the patient was diagnosed with peritonitis with culture positive for gram negative organism. At the time of this report, the patient was recovering. Therapy with dianeal unknown was ongoing. The nurse stated the peritonitis with culture positive for gram negative organism was not related to dianeal unknown therapy.